Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons are allegedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: on investigation, the keypad was intact and without damage. All the keypad buttons demonstrated normal response on testing. There was no evidence of contamination under the button contacts. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. .